Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, compared to an inform ii meter (professional meter), within 10 minutes: 47 mg/dl on aviva meter and 298 mg/dl on inform ii (professional meter). No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.